Manufacturer narrative:
(B)(4).

Event description:
One pacific plus pta balloon catheter and one ev3 powercross balloon were used to treat the left sfa and popliteal (l1). Approximately 10.5 months later the patient suffered 100% restenosis of the left sfa and popliteal (l1). Three days later, the patient was treated with stenting and pta. Outcome is resolved.